Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was discolored and could not be read outdoors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the display was faded and discolored. Unrelated to the original complaint, all of the buttons were intermittent. There was no damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.